Event description:
Pump was reported to have overinfused with a 60 cc b-d syringe. The syringe used was found empty and the plunger mechanism had not moved, this syringe was a b-d 60 cc syringe and had no graduation marks present on it. The reporter could not be certain if the marks were missing in the beginning of the infusion or not. The pt was given narcan as a precaution after this unexplained loss of medication was noted. No other pt issues have been reported.